Event description:
It was reported that pump experienced malfunction alarm with code displayed and pump shutdown, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, and technical support arranged replacement pump.